Event description:
The orange shock button on the front will not work.

Manufacturer narrative:
Complaint evaluation: the device was received by bench repair on (B)(6) 2021. While servicing the device, an authorized bench technician discovered that the co2 module will not calibrate and requires calibration. Customer resolution and conclusion: although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.